Manufacturer narrative:
Reporting decision changed as new data received that error code is reportable.

Event description:
The customer reported that an e/c 111: cpu pcba adc failed alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.